Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor ER (mml1952-per) and vesa adapter, adjusted brightness and contrast, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the reference 2 monitor failed to power on during use on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.